Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating there was ECG wave interference. The customer reported "when picking up the defibrillation handle, the ECG interference was great." The device was in clinical use at the time of the issue and no patient or user harm reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips after-sales contract third party service engineer and has been investigated by the philips complaint handling team. Philips after-sales contract third party service engineer did an evaluation with the customer over the telephone. The ECG detection has been instructed to be re-performed and the interference has been eliminated. The ECG has been informed of the correct monitoring procedure. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. The device was returned to full functionality. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating there was ECG wave interference. There was no patient involvement. The issue occurred during testing.